Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to the customer's blood glucose level. At the time of the report with tandem technical support, the customer was not using the pump, therefore, no troubleshooting could be performed to determine a root cause. The customer reverted to an alternate method of insulin therapy.